Manufacturer narrative:
There was no product malfunction. A review of strips of the event provided by the customer was performed by a philips software development engineer (sde). The sde determined that the asystole was not called, as the st/ar algorithm was measuring the artifacts as larger than 50% of the average size of the regularly classified beats. Because of this, the monitor would not find an interval greater than the asystole limit; therefore, there was no alarming. The monitor was tested, and it worked properly; no repair was needed. The device remains at the customer site. No further investigation is warranted at this time.

Event description:
The customer reported that an asystole alarm was not generated by the monitor on (B)(6) 2018 around 20:12. Philips was not notified to the patient's final condition, however, the customer indicated that the doctors intervened in time, and that the patient suffered no damage.